Event description:
Same case as 2134265-2014-02158 and 2134265-2014-02162. It was reported that an automatic pullback failure occurred. During an intravascular ultrasonography, the sled was deployed during the procedure but it failed to slide. The sled refused to move, it was jammed in place, therefore neither manual nor automatic pullback was possible and the device was disposed. No patient complications reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).